Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net remote transmission that the right ventricular lead exhibited noise, stored as non-sustained lead noise episodes. Lead damage was suspected, but no other electrical anomalies were present. The asymptomatic patient presented on (B)(6) 2018 for a routine pulse generator upgrade, during which the lead was capped and replaced. The patient was stable post-procedure.